Manufacturer narrative:
The insulin pump passed the functional testings including the displacement test, the rewind test, the basic occlusion test, the occlusion test, the prime test and the no delivery tests. There was no excessive "no delivery" error alarm found. The unit was received with normal operating currents and there was no unexpected off no power or low battery alarms. The unit had a cracked case at the display window corner and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a hospitalization in the (B)(6) of 2012 for high blood glucose levels. The blood glucose level was around 600 mg/dl. The customer was treated with the insulin pump. The customer also reported several no delivery alarms. The customer could not troubleshoot. The device was replaced and returned.